Manufacturer narrative:
(B)(4). The pump was received by baxter and the reported false upstream occlusion alarm was confirmed. Eval found the upstream sensor signal to be out of specification. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump would alarm for upstream occlusion, when no occlusion was present. The customer reported that the pump was ran at a rate of 250 ml/hr, and after 10 minutes the pump would alarm falsely for upstream occlusion. This issue was discovered during testing, and there was no pt injury.